Event description:
It was reported that a spectrum pump experienced a constant close door message in the medical/surgical care area. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom close door alarm as a close door-power off alarm, caused by a failed upper latch switch. The upper auxiliary assembly, which contains the failed latch switch, was replaced.